Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was contamination. A siemens healthcare diagnostics field service representative was dispatched to the account and decontaminated the instrument. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who did not question the result. The sample was repeated and a lower result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.